Manufacturer narrative:
It was also identified that the FDA rn number was incorrect and the correct FDA rn number (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. One MRI powerport isp was returned for evaluation. Only the port body was returned, as no portion of the catheter was included with the sample. No anomalies were noted to the port body and the sample was patent to infusion and aspiration with no leaks observed. Although the port body was aspirated successfully, the investigation is inconclusive for the reported aspiration issue as the entire sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. (B)(4).

Event description:
It was reported that post port implant, the device was allegedly unable to be aspirated. It was further reported that a new port was placed and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after port placement aspiration was attempted and there was no blood return. A new device was used to complete the procedure. There was no reported patient injury.